Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not load. The surgeon loaded the seal by squeezing the green wings, pushed down the delivery tube, then letting go of the green wings. The delivery tube was pulled out and the seal stuck inside the shaft of the loading device. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This was the surgeon's second case using the heartstring iii.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside of the loader, and the plunger had been depressed. The seal and the seal subassembly were outside the loader device. There was no evidence of blood observed inside the deployment tube. The reported failure was confirmed. A lot history record review was completed for the product and there was no non-conformance associated with the lot number.